Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed last error code 46228, indicating an unexpected microprocessor reset, and had a lock latch malfunction. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
H2) correction: d3 manufacturer establishment name corrected. D9 date returned to manufacturer: 6/6/2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a deteriorated/damaged downstream occlusion (dso) seal. The cause of the customer reported problem related to error code 46228 was the latch lock fails and latch lock sensor flexible circuit needed to be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the latch lock sensor flexible circuit and dso seal, updated software, calibrated the device, and the pump passed all functional tests and performed as intended after repair.